Event description:
It was reported that the batteries in the insulin pump only lasted for one week. It was advised that the customer inspect the battery cap and compartment for corrosion and damage and to clean the battery cap. A replacement battery cap was sent to the customer and it was advised that the customer call back if further issues occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.